Event description:
Customer reportedly received the following results on the same device within 10 minutes: 130 mg/dl, 119 mg/dl, 238 mg/dl, and hi. No high blood symptoms reported. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.